Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had leakage. The following information was provided by the initial reporter: material#: 309628, batch#: 5065191. Rcc received a complaint via email. Injuries or adverse event: no, item: 309628, quantity affected: 2bx, serial/lot number: (B)(6), po: (B)(4), are any samples available for return? Yes. Reported issue: reports of leaks for lot#: 506191, product pulled from location c1n23. Staff noted that about 5% of syringes had issue. Appears seal is compromised when doing a draw and syringe nears full capacity.

Manufacturer narrative:
(B)(4) - supplemental MDR - leakage a total of one hundred seventy-three samples of 1ml luer-lok syringes (part number 309628) from batch 5065191 were received in sealed packaging and subjected to leak testing for both leakage past the stopper and leakage at the luer connection. No defects were observed during the evaluation, and the condition of the syringes was found to be acceptable and in compliance with product specifications. Furthermore, a device history record review was completed for provided lot number 5065191. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.